Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump screen froze or the insulin pump had no power. Troubleshooting was declined for either issue. The customer also stated he suffered extremely low blood glucose and his wife gave him glucagon shots. He refused to provide any further detail in regards to the low blood glucose. The customer's blood glucose at the time of the report was 145 mg/dl. Nothing further reported.